Event description:
Initial reporter indicated the pt had their generator replaced for "malfunction." Manufacturer received the implant and warranty registration card that documented the generator was replaced for "end of service, no" and "other" malfunction. The lead was also replaced. Product analysis on the returned generator did not show any anomalies on device performance and met cyberonics electrical test specifications. The lead was returned missing, the electrode array and a small portion of the lead assembly body in that area. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for half a set of setscrew marks found at the end of the connector pin, indicating the connector pin had not been fully inserted into the cavity of the pulse generator at one time. The connector pin was reinserted into the cavity of the pulse generator to verify an obstruction wasn't preventing the connector pin from being fully inserted. No obstructions were noted. Although not an optimal situation, the mark (and the corresponding connector block resistance measurements) is evidence of a sufficient mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead. Good faith attempts are being made for additional information surrounding the reason for the lead replacement surgery.

Manufacturer narrative:
The complete lead was not returned for analysis. The portion returned did not show any discontinuities. It is possible a device malfunction occurred on the portion not returned. The event did not cause or contribute to a death or serious injury.